Event description:
Difficulty loading a16 mm device into an 8 fr. Delivery sheath. We changed to a 9 fr. Delivery system. The device loaded appropriately, appeared normal going through the sheath but had a cobra like appearance when released into the atrium. The device retracted into the sheath and was removed from the patient without harm. The device was given to the manufacturer.